Manufacturer narrative:
This supplement report is submitted to report additional information. The device referenced in this report was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that no microorganisms were detected from the subject device, and the culture test result satisfied the french regulation.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The user facility uses an olympus etd3 as an automated endoscope reprocessor with olympus endodis as a reprocessing chemical. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the user facility conducted microbial culture tests on the subject device and the test results were positive for three times. First result: over 100 ufc of microorganisms were detected from the instrument channel of the subject device and klebsiella oxytoca was identified on (B)(6) 2017. Second result: over 100 ufc of microorganisms were detected from the instrument channel of the subject device and bacillus sp was identified on (B)(6) 2017. Third result: 71 ufc of microorganisms were detected from the instrument channel of the subject device and klebsiella oxytoca was identified on (B)(6) 2017. Pseudomonas aeruginosa was not detected from the above culture tests. There was no patient infection associated with this event reported.